Event description:
It was reported that a trained physician attempted arteriotomy closure in the common femoral artery, with a starclose device after a diagnostic procedure. Reportedly, the device was difficult to remove and the vessel locator wings did not retract, but the device did achieve hemostasis. There were no pt consequences. No additional info is available.

Manufacturer narrative:
The device was received. Investigation is not complete. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.